Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician was unable to detach the ruby coil using the handle after several attempts were made. Therefore, the handle was removed. It is unknown whether the handle successfully detached any coils prior to the complaint coil. The procedure was completed by using another handle to detach the same ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned handle revealed a functional device. The nose cone was removed from the handle body and the funnel was measured with pin gauges and was within specification. During functional testing, the handle was tested on a test fixture and performed within specification. The handle was used to successfully detach a demonstration ruby coil without an issue. The root cause of the detachment issue during the procedure could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.